Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval. The customer cannot identify the device involved in the event, and it was never removed from service. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted. The spectrum infusion pump does not have the capability to detect infiltration events, and is communicated in the spectrum operators manual as "the pump was not designed nor is intended to detect infiltrations or extravasations."

Event description:
It was reported that a pump did not alarm when a pt's IV had infiltrated. The customer stated that there was no prolonged harm to the pt.